Event description:
The physician intended to implant an endeavor sprint drug-eluting stent to treat a lesion in the cx with approximately 95% stenosis. Lesion pre-dilation was performed. During the attempt to deliver the endeavor sprint stent it was reported that the stent slipped over the delivery system. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 6th distal stent segment was raised and deformed.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (target lesion exhibited approximately 95% stenosis). Evaluation conclusions: known inherent risk of procedure ((stent damage, failure to deliver the stent). Device failure/lack of effectiveness related to patient condition (target lesion exhibited approximately 95% stenosis).